Event description:
Intra-aortic catheter inserted in right femoral artery. Balloon pumping started w/o incident. Approx 45 mins later, the high pressure / balloon leak alarm appeared on the console. Upon investigation, the balloon waveform was indicative of a balloon leak. There was no blood in the catheter lumen so a leak external to the pt was suspected. The surgeon was notified. The catheter replaced w/o incident. No harm was done to the pt.